Event description:
During a coronary drug eluting stenting treatment procedure, the stent was damaged. A 3.50x16mm taxus express2 drug eluting stent was unable to cross a lesion in the distal right coronary artery. It was noticed that the stent struts were flared. The procedure was completed with another taxus express2 stent. No pt complications were reported.